Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) with biopsy procedure performed on (B)(6) 2023. During the procedure, the clip was attempted to be deployed; however, the clip was unable to deploy. The procedure was completed with another resolution 360 ultra clip. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Block g2: medwatch # is (B)(4). Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.